Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (ppl2102415 revision b section 7.0) as a known patient effect of coronary stenting procedures. The 3.0 x 28 mm xience v device referenced is being filed under a separate medwatch MFR number. (B)(4).

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified and 94% stenosed mid circumflex artery. A 3.0 x 28 mm xience v stent was implanted when a distal edge dissection occurred. A 2.75 x 28 mm xience v stent was implanted; however, the dissection extended. A 2.5 x 18 mm xience v was successfully implanted to treat the dissection and complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.